Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a catheter alarm. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit, could not duplicate any problem with the pump. Found multiple catheter restriction alarms in log. Possible issue with catheter. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use.